Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The clip applier instrument was analyzed and found to have a broken grip cable.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted liver resection/cholecystectomy surgical procedure, the wire pully mechanism broke while handling the tissue-80 lives pending. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer did not use the same instrument to resolve the issue. They used a laparoscopic instrument. No photos or videos are available for review. The instrument has been shipped to isi for evaluation. I would not be able to provide the patients related info as requested in email.